Event description:
It was reported that after a da vinci-assisted surgical procedure, fault 1162 occurred on universal surgical manipulator (usm) 1. The technical support engineer (tse) checked the logs and confirmed usm 1 was causing the issue. The tse guided the customer to power cycle the system and perform an emergency power off (epo) but the issue persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. Isi has received the product associated with the customer reported issue to perform failure analysis and an investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. In the error logs, the ¿1162¿ timeout error was found indicating an axis controller magnetic cannula sensor fault reported by the axes controller spar (acs) board in universal surgical manipulator (usm) 1, confirming the fault occurred in the field. The usm was installed onto a test platform where ¿check cannula test¿ was found to be failing on the axes controller spar cannula (acsc) printed circuit assembly (pca). Once testing was completed, the ¿acsc pca¿ was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure of the ascs pca within the usm.